Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the physician could not get the right ventricular lead into the right ventricle. It was too difficult to advance the stylet into the lead. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A sample stylet was used to perform an insertion test, and x-ray confirmed the sample stylet was able to be fully inserted and removed successfully with no difficulty. Electrical testing was normal.